Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with mentor memorygel breast implant 450cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade iii in left breast, baker grade ii in right breast). As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2024. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2024, mentor received additional information about the event. The explantation and replacement surgery on 23-sep-2024 was for the patient¿s left breast only. The right breast prosthesis remains implanted in the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-sep-2024, mentor received additional information about the event: the patient¿s dob is (B)(6) 1980. The patient¿s explanted left breast prosthesis was replaced with a mentor memorygel breast implant 475cc gel breast prosthesis. Replacement information was not reported for the right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).